Event description:
It was reported via legal documentation that a patient had an initial total knee arthroplasty. The implant date was not provided. The planned revision has not been reported as of this date. There was no other patient/medical information or device information provided. No x-rays or images were provided. There is no other information available.

Manufacturer narrative:
H10. Pending investigation. There is no other information provided.

Manufacturer narrative:
H6:health effect - impact code, medical device problem code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be due to prosthesis wear and/or related inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.